Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. Repair of the meshgraft ii was performed by flextronics on september 26, 2019 which included replacement of the cutter and sideplates. Meshgraft ii, serial number (B)(4), was then calibrated, tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event could not be specifically determined with the information that was provided. The meshgraft ii has not been previously repaired/evaluated by a zimmer biomet authorized service provider. The device was manufactured prior to 2009 meaning that the device had been in the field for over 10 years. During the product review by flextronics it was noted that the device was outside calibration specifications. The cutter was damaged and the side plates required an update. It is unknown with the information that was provided how this occurred. The instructions for use states on page 2 that "the meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The product will not be returned to zimmer biomet. Product is being evaluated by external contractor. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was sent in for preventative maintenance but later needed repair. The device was recalibrated; damaged cutter was replaced; side plates were updated. No adverse events were reported as a result of this malfunction.